Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "screw breakage in axsos 3 distal medial plate described by customer as cold welding. Proximal locking screw measured too long, when going to change the screw out the screw head broke. The locking tower was used correctly, the torque wrench was used to tighten the screw initially. Initial removal was attempted on hand screwdriver. A broken screw removal set was used to remove the broken screw from the lateral side, to do this a burr was used to remove a portion of a fibula plate which had been placed in the same operation. 2 screw driver shafts were broken in the procedure."